Manufacturer narrative:
Unit received with missing segment due to lcd cracked zebra connector. No crack found during visual inspection. However unit had a stained address or serial number label.

Event description:
Customer's mother reported via phone call that insulin pump had dead spot and customer was not able to read the wording on the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.